Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call sensor issues. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the first sensor had a calibration not accepted and the other sensor does not have the filament. The customer was advised that a replacement sensor will be sent and is expected to return for analysis.